Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2017 due to the patient presenting with a non-union. Original surgery date in unknown. Patient was implanted with one (1) 4.5mm distal femur plate and unknown quantity of unknown screws. It was reported that the femur plate was broken and one (1) unknown distal screw was broken. Patient was revised to a variable angle femur plate and screws. No more information is available at this time. This is report 2 of 2 for (B)(4).